Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 230-231 mg/dl.